Event description:
It was reported that during a case, the white roller ball on the tubing set would not stay in place (had to be held) and that saline was coming out of the tip different than normal (spraying/misting) unlike other wands with the green roller ball on the saline line. Post-operative re-bleed occurred.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to post-operative bleeding includes: health and the patient's compliance to post-op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use (¿IFU¿) contains information regarding post tonsillectomy hemorrhage (pth). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.